Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): micro-bubbles noted after reflux (reflux within device). The surgeon reported micro-bubbles were noted after reflux was used. The patient eye level was adjusted and the reflux was still noted. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did indicate 3 additional, related reports for this system. (B) (4). (B) (4). (B) (4).